Event description:
It was reported that this ambicor penile prosthesis would not stay inflated. All the components were removed and replaced with a 3-piece inflatable penile prosthesis. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.